Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was high tidal volume. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was high tidal volume. It was stated that there could be a low leak rebreathing risk. Onsite service is currently pending. This investigation is ongoing.

Manufacturer narrative:
It was reported that there was high tidal volume. It was stated that there could be a low leak rebreathing risk. Per good fatih effort (gfe) response received 18sep2025, the customer declined service and repair. No further action provided. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.